Event description:
The facility's biomedical engineering department reported an infusion pump that failed during patient use. The pump was infusing "kvo ns" (normal saline at a "keep vein open" rate) and "mgs04 (magnesium sulphate) to a sedated critical care unit patient when "it went into failure". The clinical staff was "unable to open or reset" the pump.